Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2015-06435. It was reported the patient's right positioned peripheral lead (off-label) had migrated which lead to the patient having ineffective stimulation. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was repositioned. Effective stimulation coverage was reportedly restored postoperative. As it is unknown which lead was the right positioned peripheral lead, all possible lots are being reported.